Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20562004, UDI: (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulation (scs) removal procedure. No further information has been obtained despite good faith effort.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent a spinal cord stimulation (scs) removal procedure. The explanted device components were discarded. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Correction to the initial MDR in fields b5 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20562004. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20409356. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 20623671. UDI: (B)(4).